Event description:
Caller reported that a malfunction occurred on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if any further malfunctions occur, which they acknowledged and understood.